Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon receipt, the belt failed the te recognition test and the trunk cable was pulled from strain relief. Upon evaluation, the heat shrink tubing was separated from both sets of pulse wires. The separation of the tubing resulted in a short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the separated heat shrink. The cause of the damaged heat shrink tubing was the pulled trunk cable. The root cause for the pulled trunk cable was excessive force on the trunk cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (tes).